Manufacturer narrative:
This spontaneous case describes the occurrence of fibromyalgia ("fibromuscular pain") in a 57 year-old female patient who had essure inserted for female sterilization. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2012, the patient had essure inserted. On unknown date she experienced fibromyalgia (seriousness criteria disability, medically important and intervention required), nasopharyngitis ("colds"), cough ("cough"), loose tooth ("teeth loosening") and alopecia ("hair loss"). The patient was treated with surgery (removal of essure implant). Essure was removed. At the time of the report, all of the events were resolving. No causality assessment was received for essure with regard to fibromyalgia, nasopharyngitis, cough, loose tooth or alopecia. The reporter commented: essure implant fitted in 2012 followed by damaging effects on the health of the female patient (colds, coughs, fibromuscular pain) which resulted in the implant having to be removed. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-may-2024: quality safety evaluation of ptc. 14-may-2024: health authority reference number added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case describes the occurrence of fibromyalgia ("fibromuscular pain") in a 57 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2012, the patient had essure inserted. On unknown date she experienced fibromyalgia (seriousness criteria disability, medically important and intervention required), nasopharyngitis ("colds"), cough ("cough"), loose tooth ("teeth loosening") and alopecia ("hair loss"). The patient was treated with surgery (removal of essure implant). Essure was removed. At the time of the report, all of the events were resolving. No causality assessment was received for essure with regard to fibromyalgia, nasopharyngitis, cough, loose tooth or alopecia. The reporter commented: essure implant fitted in 2012 followed by damaging effects on the health of the female patient (colds, coughs, fibromuscular pain) which resulted in the implant having to be removed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.